Event description:
Additional information received that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of undersensing were observed on the lead. Technical support was contacted, and recommended lead provocation tests. During the provocation tests, the device was reprogrammed and a loss of sensing was observed on the lead. The patient was stable and will continue to be monitored.